Event description:
Hill-rom received a report from the accounting stating the bed exit alarm was not alarming at the bed. The bed was located at the west ground floor electrical room the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the external alarm was disconnected. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech reconnected the external alarm to resolve the issue. Based on this info, no further action is required.